Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) large volume infusor leaked; further described as ¿the blue and white connector at the end of the tubing has come off and is floating in the escaped fluid¿. The device contained benzylpenicillin. This was identified at the hospital prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was: the device was manufactured from september 30, 2019 - october 2, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. The cause of the fluid was due to a broken tubing at the solvent-bonded junction of the luer. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.